Event description:
It was reported that the right atrial (ra) lead had dislodged and fallen into the ventricle. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was also noted that the helix was bent. The analyst noted that helix was able to extend and retract within specification but not smoothly. (B)(4) 2013 (B)(6). (B)(4)